Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.10.investigation: the blood bag set was not returned for evaluation.the manufacturing records, test records, and inspection records were reviewed forabnormalities and none were found.the records regarding the particulate removal rates of the filter membranes were reviewed. Allmembranes conformed to established specification.shipping testing was performed on the reserve samples from the reported lot number. Thereserve samples were also visually examined, and the solution volume and solution compositionwere tested with no abnormalities noted. All product conformed to the establishedspecification.root cause: based on the available information, it cannot be ruled out that the higher-than-expected wbc content in the whole blood product could be due to an occlusion, and bloodmay have been filtered by the filter area which was smaller than usual and the linear speed(flow rate per unit area) increased, and then leukocyte leakage occurred. As an increase ofwbc contamination complaints were noted from previous lot numbers, further investigationwas performed. Investigation results indicated that the cause of higher-than-expected wbccontent in the whole blood product was due to the maximum pore size of the filter membraneis likely to increase according to the combination of multiple parameters in manufacture ofleukoreduction filter membranes and wbc contamination is likely to occur frequently in theproduct lots of which the maximum pore size of the filter membrane has increased. Theinstructions for use provide a caution to not squeeze or apply pressure to the filter while it isattached to the bag containing the filtered blood and also to clamp the blood-filled tubingbefore blood enters the filter in order to avoid leukocyte leakage.corrective action: an internal CAPA has been initiated to review the maximum pore size ofthe filter membrane and the likelihood of an increase according to the combination of themultiple parameters. In addition, the wbc contamination is likely to occur frequently in theproduct lots of which the maximum pore size of the filter membrane has increased. To achievea resolution, manufacturing specifications were updated to narrow the range of the parametersin the manufacture of filter membranes and it was confirmed that the appropriate level of themaximum pore size of the filter membrane was achieved.

Manufacturer narrative:
Investigation is in process. A follow up report will be provided.

Event description:
The customer reported elevated white blood cell (wbc) content in a filtered whole blood unit. There was not a transfusion recipient or patient involved at the time of whole blood processing, therefore no patient information is reasonably known at the time of the event. Donor unit #: (B)(6). The whole blood collection set is not available for return because it was discarded by the customer.